Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl and the cgm did not read ¿high.¿ technical support instructed the caller on multiple troubleshooting steps, including disconnecting tubing from various connections and delivering boluses, which led to the successful completion of one bolus. The customer was advised to replace supplies as necessary and to resume insulin therapy.